Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed five times. However, during the fifth inflation at 14 atmospheres in 30 seconds, the balloon ruptured near the tip. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.